Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that a jag precursor guidewire was used in an endoscopic retrograde cholangiopancreatography (female patient). The guidewire was loaded into a reusable cannula to cannulate the pancreatic duct. During the procedure, the physician noticed that the "hydrophilic coating detached from the tip and fell into the pt's pancreatic duct"; according to the complainant, the detachment was seen as a "spot" under fluoroscopic viewing. The physician was unable to remove the hydrophilic coating and it was remained in the pt's pancreatic duct entrance. The procedure was aborted due to the inability to cannulate the pancreatic duct. The pt's condition was reported as "good".